Event description:
The customer reported the ventilator was alarming due to a high temperature and the blower was not running. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the customer reported problem. During evaluation, the fse reported the blower was not running in normal ventilation operation. As observed, the failure may result in no airflow and cessation of function. The fse replaced the motor controller pcb board to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Visual inspection of the motor controller board revealed evidence of burnt marks. The motor controller (mc) pcba was installed in the fi test ventilator in an attempt to duplicate the reported problem. The motor controller (mc) pcba was installed in the fi test ventilator. The motor controller board was debugged and found some components shorted. The motor controller board was replaced.

Manufacturer narrative:
.